Event description:
It was reported that this pacemaker was exhibiting functional undersensing. The device presented loss of capture due to the ventricle being in refractory. The right ventricular (rv) lead pacing was present due to intrinsic beats. The device remains in service. No adverse patient effects were reported.